Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# v937819, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported that the patient had not been feeling stimulation as strong as she usually did. It was noted that the patient could feel the stimulation, but it was just weak. It was reported the patient had a loss of stimulation due to a compromise of the extension. It was noted the extension may have broken. It was reported the extension was replaced. It was noted an x-ray showed the electrodes were terminating at t6-t8. It was reported that intra-op reprogramming was performed. It was noted the patient was hospitalized due to the event. It was reported the patient recovered without sequelae.